Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphadenopathy. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported for unknown side "axillary lymph nodes swelling was confirmed through CT examination". Healthcare professional additionally reported "primary disease: breast cancer". The device remains implanted.